Event description:
This rv lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2011 due to an insulation break. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).